Event description:
It was reported while using bd venflon pro safety 18ga 45mm l india leakage occurred. There was no report of patient impact. The following information was provided by the initial reporter: during use there is blood leakage at injection port.

Manufacturer narrative:
A device evaluation and/or device history review is anticipated but is not complete. Upon completion, a supplemental report will be filed.

Manufacturer narrative:
H6: investigation summary: our quality engineer inspected the 2 photos and 1 video submitted for evaluation. The reported issue of leakage at adapter tubing junction was confirmed upon inspection of the photos and video. The images and video shows that the valve of the sample was in the in the incorrect position. Bd determined the cause of the failure is related to the manufacturing process. Bd determined the probable cause of this complaint could be due to insufficient ethanol supply during the valve insertion process. This affected the valve insertion and causes the valve to be stuck in the cannula hub at the incorrect position. The insufficient dispensing of ethanol could be due to ethanol supply tubing being bent at the inlet fitting. There was an action taken to relocate the ethanol pump to a secured position in (B)(6) 2022 and this complaint batch was produced before the action implementation. A review of our risk management documentation was performed and indicates that the potential risk of the reported event was assessed appropriately.

Event description:
It was reported while using bd venflon pro safety 18ga 45mm l india leakage occurred. There was no report of patient impact. The following information was provided by the initial reporter: during use there is blood leakage at injection port.